Manufacturer narrative:
Case (B)(4) the cryo2+ device was not returned for evaluation, but a device history review was obtained for lot number 94085. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2019 that a patient underwent an on-pump left atrial maze with transseptal approach. During procedure the surgeon unintentionally ablated near the atrial septum with cryo2 device causing conduction block of the heart. A pacemaker was implanted as part of treatment. This was a procedural complication. There was no reported device malfunction.